Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was repotted the touchscreen was unresponsive to presses. The customer's blood glucose was 174-175 mg/dl. Tandem technical support performed a pump system check and the pump touchscreen functioned as intended. The customer continued to use the pump for insulin therapy.